Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported this flange of the tracheostomy tube separated while in a pt. No pt harm was noted. The tube was placed in the pt on (B)(6) 2011. It was pretested. A couple hours after being placed in the pt, the rn staff was swapping, and the new rn noticed the issue when examining the pt. The flange completely separated from the tube. The attending physician was called and the tube was removed, and replaced with a new trach.